Manufacturer narrative:
Event summary: the serial number of reported flexcath 4fc12/47369 was not provided and the flexcath sheath 4fc12/47369 was unable to be investigated due to no product return.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the cryo balloon catheter was inserted into the sheath and after aspiration the physician notified air in the sheath line when advancing the cryo balloon toward the distal end of the sheath. When removing the balloon catheter, it was noticed that there was a kink in the shaft of the catheter. The catheter was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.